Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2008; 6947 implantable defibrillation lead (B)(6) 2008. (B)(4).

Event description:
It was reported that during a follow up check it was discovered that the left ventricular lead could not capture. An x-ray revealed that the lead had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.